Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision surgery on an unk date during which the surgeon noted dense adhesions between the mesh and surrounding tissues were encountered that required extensive and tedious dissection that lasted for 90 minutes. It was reported that the patient experienced pain and constipation. No additional information was provided.